Event description:
The consumer's husband alleges the chair drives on its own, causing injury to his wife. Details and extent of alleged injury is not known at this time.

Manufacturer narrative:
Distributor received information that the user alleges the chair drove on its own and injured his wife. Nature of complaint suggest chair most likely was not powered off as user transferred to or from the chair and inadvertently engaging the joystick. Malfunction unconfirmed. MDR filed as a conservative measure based on alleged injury.